Event description:
Boston scientific was notified that during an event when the physician delivered the transend ex .014"/205 soft tip into the blood vessel, found that the end of the device was broken. Changed to a transend ex .014"/205 platinum. After that started to deliver the coil but felt strong resistance. Withdrew the coil (matrix) and replaced with another coil size (matrix). The physician finally put one matrix and seven edc to complete the procedure. No complications with the pt were reported to have occurred as a result of this event.